Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no open circuits were detected and the patient was reprogrammed. At a follow-up appointment the patient had no complaints and it was noted she was receiving effective therapy. The patient rated the pain as 1/10 and confirmed that the tingling was covering all areas of pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of degenerative disc disease and non-malignant pain. It was reported that the patient stated that they got shocked or jolted with the device off. The patient stated that they "think" the device is on. The impedances were within normal limits and reprogramming was performed. It was unknown if the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.